Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump's low reservoir alarm was not heard during a refill visit after going below the set reservoir volume. Programmer printouts confirmed that the low reservoir alarm was set and programmed correctly. The pump was refilled and the patient has continued therapy. The patient will be re-evaluated at the subsequent visit. There were no patient effects reported.

Manufacturer narrative:
The facility was contacted multiple times for event updates, but there has been no response. If any additional information becomes available in the future, a supplemental report will be filed. (B)(4).